Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately two month post implant, the right atrial (ra) lead exhibited unsatisfactory electrograms and unsatisfactory threshold testing, leading the physician to suspect that the ra lead had dislodged. A chest x-ray was ordered and the ra lead was programmed off and remains in the patient. No patient complications have been reported as a result of this event.